Event description:
It was reported that the stent prematurely detached from the catheter. After advancing the delivery system, the physician decided to perform a contrast injection and the delivery system was retracted. During the withdrawal, the stent separated from the balloon in the external iliac artery, but it remained over the guide wire. The stent was repositioned and deployed successfully at the intended treatment site, the common iliac artery. No pt injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The stent remained implanted and the delivery system was discarded by the user facility; therefore, a sample evaluation could not be performed. Despite requests for case images, they were not provided for evaluation. Conclusion: the device was not returned. Images were not provided. The complaint investigation is inconclusive. Definitive root cause is unk. The current IFU (instructions for use) states: precautions: inspect the valeo biliary stent and delivery system prior to use to verify that the stent has not been damaged during shipment or handling and the device dimensions are suitable for the specific procedure. Do not attempt to remove or adjust the stent on the delivery system. Stent/delivery system preparation: inspect the stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp.